Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment on guidewire occurred. The 90% stenosed target lesion was located in the mildly tortuous iliac vein. A 5.0mm x 40mm x 135cm sterling balloon catheter was advanced for use. However, during procedure, the lumen of monorail of the balloon and the base part of the non-bsc guidewire were stuck. The procedure was completed with another of the same device. There were no patient complications reported.